Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. The receiver was determined to be operating within the required specifications without malfunction. However, based on the data log that was reviewed on 03/26/2015, the complaint of intermittent out of range was confirmed.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. Dexcom technical support had the patient's mother perform a reset and the reset was successful for reported issue. The patient's mother did not report any injury or medical intervention.